Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting that the needle hub was difficult to remove when inserting the sensor, customer reported that his blood glucose level was 33 mg/dl. Customer declined troubleshooting for high blood glucose levels. No further information was provided.